Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was able to verify the complaint. The returned attachment was tested by manufacturing personnel and did not meet production specification. Quality personnel then investigated the attachment. Maximum recorded temperature while free running the attachment for 30 seconds with coolant spray off was 64.2°c and 112.4°c after 1 minute and 15 seconds and then attachment stopped working. These temperatures did exceed requirements. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed significant gear wear. A significant amount of debris/retainer material was observed inside the cap and head cavities and inner components. Some corrosion was seen on head-tail assembly. Bur end bearing failure, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase. Some wear was also observed on the cap button and pusher. It is possible that the contact between cap button and pusher was made during use which can lead to head overheating.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.